Event description:
Additional information revealed that patient had ipg explanted and replaced with a competitor device. Date of explant is unknown.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and last charged their scs system about 6 weeks ago. Reportedly, the ipg would not communicate with any external devices and the patient programmer displayed an error message. Surgical intervention may be undertaken as the next course of action.